Manufacturer narrative:
Based on the claim against the product by the customer noting broken/loose cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken conductor wire at the distal end. The instrument was found to have one of the grip tips broken, as a result the conductor wire also broke. Additional findings not reported by the site were also identified. The instrument was found to have a broken grip at the grip base. A piece approximately 0.611" x 0.187" was found to be broken off. The broken piece was not returned. The instrument was found to have the molded insulator broken. The broke piece measured approximately 0.340" x 0.135". The broken piece was not returned with the instrument.

Event description:
It was reported that during central processing the instrument force bipolar instrument had a broken or loose cable. There was no patient involvement and no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.